Manufacturer narrative:
(B)(4). The complaint mr250 manual feed adult humidification chamber was not returned to fph for investigation. Our investigation was based on the photograph and additional information provided by the hospital, and our knowledge of the product. The photograph showed that the subject mr250 chamber sustained cracked along the base. Additional information provided by the hospital revealed that the mr250 chamber was used with the oscillator 3100b ventilator, for continuous ventilation, for four days prior to the reported incident. It was also mentioned that the chamber ran out of water and that it sustained crack when it was refilled with cool water. We were unable to confirm the root cause reported by the hospital, as the complaint mr250 chamber was not returned to us for further investigation. Every mr250 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Moreover, the hospital reported that the damage occurred after a period of use, which suggests that the subject mr250 chamber became damaged after it was released for distribution. Our user instructions that accompany the mr250 manual feed adult humidification chamber state the following: "maximum operating pressure: 20 kpa" "ensure that the water level in the chamber is periodically monitored. Refill when necessary." "In the event of chamber leaking, switch the humidifier and replace the chamber."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr250 manual feed adult humidification chamber, which was used with oscillator 3100b ventilator for continuous ventilation, was found cracked during use and that the water inside had poured out of the chamber. The hospital staff believed that it ran out of water and, when it was refilled with cool water, the chamber cracked. The subject chamber was in use for four days prior to the incident. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital to determine if the complaint mr250 manual feed adult humidification chamber caused or contributed to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr250 manual feed adult humidification chamber, which was used with oscillator 3100b ventilator for continuous ventilation, was found cracked during use and that the water inside was poured out of the chamber. The hospital staff believed that it ran out of water and, when it was refilled with cool water, the chamber cracked. The subject chamber was in use for four days prior to the incident. No patient consequence was reported.